Manufacturer narrative:
Unit received with blank display due to moisture damage on electronics assembly. Unit received with moisture damage on motor and vibrator motor. Unable to performed displacement, rewind, seating and basic occlusion due to unit received with cracked keypad overlay at select button, cracked reservoir tube lip, cracked case at battery tube side and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call of a crack in the case and moisture damage. Customer's blood glucose was unknown at the time of incident. No further details given.